Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and was found to have input disk 7 broken and completely detached from the base causing the jaws issue reported by the customer. The missing wheel was returned with the instrument. Other backend components adjacent to the broken input do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the medium-large clip applier instrument were not closing. No fragment fell into the patient. The user completed the procedure with no reported patient injury.